Event description:
When opening a sealed carton of the sage # 6000 mouth care kits, we noticed it was infested with dead insects. It appeared none were in the packages itself, just in the shipping container. We feel the lot number could be either 47020 or 47301.